Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse was reported via phone call that, the customer was hospitalized on (B)(6) 2020 for high blood glucose with diabetes ketoacidosis. The blood glucose at the time of the incident was 50 mg/dl. The blood glucose was treated with insulin drip. The blood glucose at the time of the incident was 537 mg/dl. The blood glucose at the time of the incident was 550 mg/dl and current blood glucose was 586 mg/dl. The insulin pump will be returned for analysis.